Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: I haven¿t had one of these is a while, but I do have a bd alaris¿ pump infusion set ref 2(B)(4), lot # (10) 22113046 that did not prime properly. I do have the set to send in if needed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: I haven¿t had one of these is a while, but I do have a bd alaris¿ pump infusion set ref 2426-0500, lot # (10) 22113046 that did not prime properly. I do have the set to send in if needed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-apr-2023 . H6: investigation summary one sample model 2426-0500 lot 22113046 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed with water. The customer complaint that the set did not prime could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0500 lot number 22113046 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.